Event description:
It was reported by the customer extravasation of calcium folinate and irinotecan given as prescribed and patient complained of pain around PICC line during last 10 mls of flurouracil. Treatment discontinued and a new PICC will be required. Device secured with a statlock. Inserted into the brachial, 40 cm trimmed length. No patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.